Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a loss of prime associated with a low, non-zero force. A loss of prime was duplicated during testing. The force sensor calibration reading was within specifications. The pump case was removed, and the force sensor pin was found to be cracked. Unrelated to the complaint, the pump was powered on and the display screen appeared faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump repeatedly emitted loss of prime warnings. The cartridge was allegedly changed, however the warnings recurred. It was stated that the reporter lost faith in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.